Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01245. This report is being submitted as additional information. Approximate age of device- 3 years, 1 month. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The evaluation of the returned portion of the driveline confirmed the cosmetic damage to the silicone sleeve. A distal end driveline repair was performed by a technical services representative on (B)(6) 2018. The approximately 17" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The hm ii lvas instructions for use and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was sent to radiology for x-rays due to a possible issued with the wires of the percutaneous lead (driveline). On (B)(6) 2018, x-rays of the percutaneous lead (driveline) and system controller leads were reviewed by the technical services representative and shield damage at the end of the external portion of the driveline was noted. The physician and lvad clinician requested a driveline replacement before the damage progressed any further. On (B)(6) 2018, a percutaneous lead (driveline) replacement was performed by the technical service representative. No additional information was provided.